Event description:
A customer reported that blood penetrated into the internal components of a 550 hemodialysis machine during a treatment. It was reported that the dialyzer clotted during treatment which caused the blood to back up from the arterial drip chamber. Blood was observed on the arterial luer, the tubing to the internal transducer protector, and the internal transducer protector. The was no pt injury or medical intervention reported.